Event description:
On (B) (6) 2010, patient reported she got an e4 (occlusion) error message while delivering a bolus. Patient stated she waited a "day or so" and she changed the infusion set. Patient reported she changed the infusion tubing and the infusion headset and she has not had any more error messages. Patient reported her blood glucose reading was 491 mg/dl on (B) (6) 2010 and 282 mg/dl today. When asked about her normal blood glucose range, patient stated she is a brittle uncontrollable diabetic. Reviewed the information screen so patient could determine when her last bolus was given. Patient became frustrated and declined further troubleshooting. On call back from patient on (B) (6) 2010, she stated she was able to get the e4 cleared on her own. Patient reported she talked to her doctor and they discussed her site area and rotation. Patient stated she has had no further e4 error messages. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.